Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release covered stent was to be used in the bronchus to treat a malignant stricture during a bronchoscopy procedure performed on (B)(6) 2016. According to the complainant, during stent deployment, the physician felt a lot of resistance when deploying the stent and the stent deployed suddenly outside of the desired location. The deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: a partially deployed ultraflex tracheobronchial stent and delivery system was returned for analysis. Visual examination of the returned device found that the shaft was kinked. Functional analysis of the device found that the shaft bowed during a failed deployment attempt. The stent was able to be manually deployed by pulling directly on the deployment suture. No other issues were identified with the device. Device analysis determined that the condition of the returned device was not consistent with the complaint incident of stent deployed prematurely as the stent was received partially deployed. However, the complainant confirmed that the correct device was returned for evaluation. The investigation found damage that is consistent with the application of excessive force to the delivery system and concluded that the cause of the failures noted during the analysis were likely due to procedural or anatomical factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 17, 2016 that an ultraflex tracheobronchial distal release covered stent was to be used in the bronchus to treat a malignant stricture during a bronchoscopy procedure performed on (B)(6) 2016. According to the complainant, during stent deployment, the physician felt a lot of resistance when deploying the stent and the stent deployed suddenly outside of the desired location. The deployed stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event.